Event description:
Circuit melted while in-use on a patient.

Manufacturer narrative:
Samples were received for evaluation and the reported issues were confirmed. The resistance of the wires in the samples received were measured and were found to be with the product specification, no other anomalies were found. A review of the device history record for the lot reported was evaluated and no issues were found. The product was manufactured, inspected and released in accordance to our procedures. The product label does warn that "objects such as heavy tape, towels or bed linens may over insulate the circuits, impede normal heat convention and cause damage to the tubing or interruption of gas delivery to the patient."